Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Manufacture date and expiry information are not available at this time. Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf associated with this complaint indicates the possibility of hemolysis during this procedure, as the first 'cells were detected in plasma line from centrifuge' alarm appeared within the first 20 minutes into the procedure. The system generates this alarm when the rbc detector detects a red/green ratio greater than 1.5 during rbcx procedures. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, or hemolysis may have occurred. The operator did adjust the patient hematocrit per the recommendations from the alarm screen. These adjustments we all made while the alarms were taking place and after the adjustments were made, the alarms stopped occurring. It is likely that an incorrect patient hct was the cause of these alarms. The rdf does not point to a root cause. Additionally, the optia device was found to be operating as intended and the likelihood of disposable set defect contributing is low. This is evidenced by successful disposable prime as well as the lack of inlet, return, and centrifuge pressure alarms prior to the first [?]cells were detected in plasma line from centrifuge' alarms and for the duration of the procedure. It is possible the alarm occurred due to patient blood physiology and diagnosis. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported the alarm 'the system continued to detected cells in plasma line' during a therapeutic plasma exchange (tpe) procedure. The alarms started at the beginning of the procedure. The terumo bct clinical specialist advised the operator to check the fluids hanging and he confirmed they were correct. The clinical specialist advised the operator to pause the procedure, start a saline drip, and notify the physician. The physician wanted to continue the procedure. The customer didn't say that the physician confirmed the hemolysis was related to the patient diagnosis. The patient is diagnosed with pulmonary langerhans cell histiocytosis. The patient is reported as stable. The exchange set is not available for return because it was discarded by the customer

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.6 and h.10. Manufacture date and expiry information are not available. Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf associated with this complaint indicates the possibility of hemolysis during this procedure, as the first 'cells were detected in plasma line from centrifuge' alarm appeared within the first 20 minutes into the procedure. The system generates this alarm when the rbc detector detects a red/green ratio greater than 1.5 during rbcx procedures. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, or hemolysis may have occurred. The operator did adjust the patient hematocrit per the recommendations from the alarm screen. These adjustments we all made while the alarms were taking place and after the adjustments were made, the alarms stopped occurring. It is likely that an incorrect patient hct was the cause of these alarms. The rdf does not point to a root cause. Additionally, the optia device was found to be operating as intended and the likelihood of disposable set defect contributing is low. This is evidenced by successful disposable prime as well as the lack of inlet, return, and centrifuge pressure alarms prior to the first [?]cells were detected in plasma line from centrifuge' alarms and for the duration of the procedure. It is possible the alarm occurred due to patient blood physiology and diagnosis. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Two photographs were submitted in lieu of the disposables set to aid in the investigation. The plasma appeared to be pinkish hence confirming the presence of hemolysis in the connector. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state * patient's medication and/or medical treatment * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to pinched return line resulting in rbc¿s exposed to pressure drop in return line. * hemolysis due to pinched inlet line resulting in rbcs exposed to pressure drop in inlet line. The residual total risk is determined to be low. * hemolysis due to an occlusion in the tubing resulting in rbcs exposed to a pressure drop.

Event description:
The customer reported the alarm 'the system continued to detected cells in plasma line' during a therapeutic plasma exchange (tpe) procedure. The alarms started at the beginning of the procedure. The terumo bct clinical specialist advised the operator to check the fluids hanging and he confirmed they were correct. The clinical specialist advised the operator to pause the procedure, start a saline drip, and notify the physician. The physician wanted to continue the procedure. The customer didn't say that the physician confirmed the hemolysis was related to the patient diagnosis. The patient is diagnosed with pulmonary langerhans cell histiocytosis. The patient is reported as stable. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Manufacture date and expiry information are not available at this time. Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf associated with this complaint indicates the possibility of hemolysis during this procedure, as the first 'cells were detected in plasma line from centrifuge' alarm appeared within the first 20 minutes into the procedure. The system generates this alarm when the rbc detector detects a red/green ratio greater than 1.5 during rbcx procedures. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, or hemolysis may have occurred. The operator did adjust the patient hematocrit per the recommendations from the alarm screen. These adjustments we all made while the alarms were taking place and after the adjustments were made, the alarms stopped occurring. It is likely that an incorrect patient hct was the cause of these alarms. The rdf does not point to a root cause. Additionally, the optia device was found to be operating as intended and the likelihood of disposable set defect contributing is low. This is evidenced by successful disposable prime as well as the lack of inlet, return, and centrifuge pressure alarms prior to the first cells were detected in plasma line from centrifuge' alarms and for the duration of the procedure. It is possible the alarm occurred due to patient blood physiology and diagnosis. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported the alarm 'the system continued to detected cells in plasma line' during a therapeutic plasma exchange (tpe) procedure. The alarms started at the beginning of the procedure. The terumo bct clinical specialist advised the operator to check the fluids hanging and he confirmed they were correct. The clinical specialist advised the operator to pause the procedure, start a saline drip, and notify the physician. The physician wanted to continue the procedure. The customer didn't say that the physician confirmed the hemolysis was related to the patient diagnosis. The patient is diagnosed with pulmonary langerhans cell histiocytosis. The patient is reported as stable. The exchange set is not available for return because it was discarded by the customer.